Manufacturer narrative:
No pt was present at time of event. Per RMA, a replacement camera was sent to site. Upon return of suspect camera, eval shows, passive tracking was found to be reduced to less than 6 feet after warm up. The psu passed an aak test at .06mm but with very high line separation of 2.63mm. The line separation was adjusted to .09mm. The psu passed subsequent functional and aak tests and is now fully functional.

Event description:
Medtronic rep reported that when the camera on the evolution system was pointed directly at the pt tracker, tracking was red status. When the camera was turned slightly to one side, tracking went green status. This event did not occur during surgery and no pt was present.